Event description:
It was reported that a patient presented for routine follow-up, and that after device evaluation, elective replacement indicator occurred. Eleven days later, the patient received a shock from the device upon touching a frayed sump pump electrical cord in his flooded basement. Elective replacement indicator was no longer set when the device was checked after the shock. The device remains in use. No further patient complications were reported due to this event.

Event description:
It was reported that a patient presented for routine follow-up, and that after device evaluation, elective replacement indicator occurred. Eleven days later, the patient received a shock from the device upon touching a frayed sump pump electrical cord in his flooded basement. Elective replacement indicator was no longer set when the device was checked after the shock. It was further reported that the device was explanted and replaced. No further patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. The performance data collected from the device was analyzed and revealed pre/approaching eri. The device is not yet at eri. The battery voltage reading on (B)(6), 2010 was 2.59 v, approximately 61 months after implant. In addition oversensing was seen, there were three short ventricle-ventricle cycle sensed events of less than 220 ms observed on (B)(6), 2010 (2 episodes non-sustained tachycardia and 1 episode of ventricular fibrillation).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed pre/approaching eri. The device is not yet at eri. The battery voltage reading on (B)(6), 2010 was 2.59 v, approximately 61 months after implant. In addition oversensing was seen, there were three short ventricle-ventricle cycle sensed events of less than 220 ms observed on (B)(6) 2010 (2 episodes non-sustained tachycardia and 1 episode of ventricular fibrillation).